Manufacturer narrative:
Correction: on initial MDR the component code should have been g04044 instead of g05006. The used company cartridge was returned. Viscoelastic was observed in the cartridge. Tip stress was observed. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. The associated lens company, 29.5 diopter lens is only qualified for use with the company cartridge. The diopter range for the company cartridge is 6.0 to -21.0. No problem was found with the returned company cartridge. The root cause for the reported lens damage would be related to a failure to follow the (instructions for use) IFU. The associated lens company, 29.5 diopter lens is only qualified for use with the company cartridge. The diopter range for the company cartridge is 6.0 to -21.0. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, the haptic was broken. The lens was explanted and implanted during initial procedure. Additional information has been requested.